Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their infusion set and high blood glucose levels. The customer could not reconnect quick set after having disconnected it to shower. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as high as 400 mg/dl to 420 mg/dl. The customer treated the highs with bolus and set change. The customer was advised that replacement sets would be sent. The customer declined to troubleshoot for the highs.